Manufacturer narrative:
Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-18: user has high glucose value. Note: manufacturer contacted customer in a follow-up call to ensure that the customer's condition improved - unable to establish contact with customer at this time. No product notification letter sent since no customer address on file. Note: manufacturer contacted customer in a follow-up call to ensure the customer's products are working as intended - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for high blood glucose test results. At the time of the call the customer reported having symptoms of headache and dizziness. Medical attention was not needed at the time of the call. Phone call had been disconnected during the troubleshooting process; attempt made to call customer back but not able to contact. No further information was able to be obtained.

Manufacturer narrative:
Internal report reference number: (B)(4). Sections with additional information as of 07-may-2020: h6: updated FDA's method, result, and conclusion codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested and passed. Corrected sections as of 07-may-2020: b2: adverse event report is being submitted due to symptoms related to diabetes - headache and dizzy. H1: type of reportable event corrected from "malfunction" to "serious injury". H3: device was returned to manufacturer for evaluation corrected from "yes" to "no".